Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. The drape clips were missing. A functional evaluation was performed. The device had delayed pressurization. The device failed the weight test. The piston migration was at .53 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that, during a knee procedure, the spider2 tenet's motor was not working properly. It is unknown how the procedure was completed. No delay or patient injury was reported. Results of investigation have concluded the tenet functional failed the weight test; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.